Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer stated, the air bubbles were one eighth of an inch in size. The customer resolved the air bubble by priming the infusion set. The customer's blood glucose was 170 mg/dl at the time of the call. Customer also requested assistance with programming the insulin pump. The reservoir will not be returned for analysis.